Event description:
Healthcare professional reported via clinical study that an ARTIA study subject experienced "peri-implant seroma" of the right side breast. The study subject received Bactrim 1 tablet BID to treat the "erythema to inferior areolar-prophylactic for infection." Healthcare professional also reported that "due to unstable mastectomy flaps the subject was reconstructed." "The subject experienced a peri-implant seroma that was infected and everything was removed." The surgeon noted that "A good portion of the acellular dermal matrix had been liquified." Both the ARTIA study device and the tissue expander were explanted and the patient underwent "Incision and drain with immediate reconstruction of breast with tissue expander." This record represents 1 of 2 ARTIA study devices implanted in the patient's right breast.

Manufacturer narrative:
Continued D.10 Concomitant Therapy: Flonase 2 sprays QD, Zyrtec 10mg BID, Metformin 500mg BID, Allopurinol 100mg QD, Cozaar 50mg QD, Maxzide 1 tablet QD,This event is being reported as serious injury due to the reported seroma and infection with surgical intervention. A related report under AbbVie complaint number (b)(4). A review of the Device History Record for Strattice Lot UP300024 has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the Strattice and this event could not be determined. If additional information is made available, a supplemental report will be submitted.